Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-oct-2023. The most recent information was received on 13-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of ear pruritus ("itchy ear") in a 41 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 100 days after essure (ess205) insertion, she experienced ear pruritus (seriousness criterion medically important), bone pain ("bone pain"), arthralgia ("joint pain"), ligament pain ("ligament pain"), diarrhoea ("intestinal problems (diarrhoea)"), fatigue ("fatigue"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to ear pruritus, bone pain, arthralgia, ligament pain, diarrhoea, fatigue, amnesia or disturbance in attention. The reporter commented: essure removal scheduled for (B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Current state of the patient: all the symptoms mentioned above have worsened over the years. Measures taken to treat the patient in the healthcare facility: comments: the essure removal was scheduled for (B)(6) 2023. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 02-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of ear pruritus ("ear pruritus") in a 41 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 100 days after essure (ess205) insertion, she experienced ear pruritus (seriousness criterion intervention required), bone pain ("bone pain"), arthralgia ("joint pain"), ligament pain ("ligament pain"), diarrhoea ("intestinal problems (diarrhoea)"), fatigue ("fatigue"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with surgery (essure removal scheduled for on (B)(6) 2023). At the time of the report, none of the events had resolved. No causality assessment was received for essure (ess205) with regard to ear pruritus, bone pain, arthralgia, ligament pain, diarrhoea, fatigue, amnesia or disturbance in attention. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Current state of the patient: all the symptoms mentioned above have worsened over the years measures taken to treat the patient in the healthcare facility: comments: the essure removal was scheduled for on (B)(6) 2023. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The case describes the occurrence of medical device removal ('medical device removal') and ear pruritus ('itchy ear'). The occurrence of additional non-serious events is detailed below. Co-suspect products included essure ((B)(4)). The patient's medical history included adenomyosis. On (B)(6) 2007, the patient had essure ((B)(4)) inserted. On (B)(6) 2007, the patient experienced ear pruritus (seriousness criterion medically significant), bone pain ("bone pain"), arthralgia ("joint pain"), ligament pain ("ligament pain"), diarrhoea ("intestinal problems (diarrhoea)"), fatigue ("fatigue"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"), 3 months 9 days after insertion of essure ((B)(4)). On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). At the time of the report, the medical device removal outcome was unknown and the ear pruritus, bone pain, arthralgia, ligament pain, diarrhoea, fatigue, amnesia and disturbance in attention had not resolved. The relationship of amnesia, arthralgia, bone pain, diarrhoea, disturbance in attention, ear pruritus, fatigue, ligament pain and medical device removal to treatment with essure ((B)(4)) was not reported. The reporter commented: essure removal scheduled for oct-2023 diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Pathology test - on an unknown date: this total hysterectomy weighs 120 grams and measures 92 x 62 x 40 mm. The cervix is 32 mm in diameter and 32 mm high. The endometrium is 2 mm thick. There are two 18 mm large-axis intramural myomas. The first tube is 57 mm long and 7 mm in diameter with one 7 mm large-axis para-tubal cyst. The second tube is 61 mm long and 5 mm in diameter. Presence of essure at the level of tubes and horns. Macroscopy performed in accordance with essure protocol.; on an unknown date: the ectocervix is covered by a regular or dystrophic squamous epithelium. The endocervix/ectocervix junction is the site of a mature squamous metaplasia. Endocervical glands are slightly dilated forming naboth cysts. They are surrounded by an inflammatory chorion. The endometrial mucous membrane is proliferative with tubular or elongated glands rimmed by a basophil pseudostratified epithelium carrying mitoses. These glands are surrounded by a dense cytogenetic chorion. The myometer is the site of an adenomyosis. Myomas consist of regular intertwined fascicled muscle bundles and separated by a moderate collagen contingent. Specimens that were collected from the first horn and tube (blocks 6 and 7) indicate at the level of the horn (block 6) the presence of a resorptive macrophage granuloma with multinucleated giant cells. The tube consists of fimbriations covered by a cubic-cylindrical epithelium. The para-tubal cyst has a focally ciliated cubic-cylindrical epithelium. Current state of the patient: all the symptoms mentioned above have worsened over the years measures taken to treat the patient in the healthcare facility: comments: the essure removal was scheduled for october 2023 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2024: event medical device removal is replaced added. Surgical pathology report added. Essure removal date & surgery details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.